Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly. The customer's blood glucose level ranged from 200 to 300 mg/dl. Subsequently, the pump shut off. The customer resumed use of the pump after charging the pump.